Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: rejected for medical review - need revision operative report, post op diagnosis and culture results. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# 64597401 tridentii tritanium cluster54e; cat# 702-04-54e; lot# 67103901a size 5 accolade ii 127 deg: cat# 6721-0535; lot# 65114301 trident 0° x3 insert 36mm ID; cat# 623-00-36e; lot# dk7yn9 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to possible infection. A trident x3 0° liner and biolox v40 ceramic head were revised. Update 04-january-2018: patient data sheet reports "chief complaint: acute right hip postop hip pain, right femoral abscess". Update 04mar 2019 regarding in/out liner; liner removed so surgeon could adjust cup position.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to possible infection. A trident x3 0° liner and biolox v40 ceramic head were revised. Update 04-january-2018: patient data sheet reports "chief complaint: acute right hip postop hip pain, right femoral abscess".